Event description:
It was reported by the rep that when (1) tlc55 instrument was used during a restorative proctocoloctomy, the surgeon experienced a lockout while attempting to fire across the bowel. No other info is available. There is no consequence to the pt.